Event description:
It was reported that during the procedure in the mildly calcified left internal carotid artery on (B)(6) 2012, the 7-10 x 30 mm acculink stent system was advanced into the patient anatomy and the stent was deployed. Following stent deployment, the patient experienced an episode of hypotension and exacerbation of pre-existing bradycardia. Intravenous atropine and dopamine were administered to treat the hypotension and bradycardia. The hypotension resolved the following day; however, the bradycardia continued and a permanent pacemaker was implanted. The bradycardia resolved (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: clopidogrel, aspirin; embolic protection: rx accunet, 6.5 x 190 (1011649-65, lot# 2020161). There was no reported product deficiency. The reported patient effects of bradycardia and hypotension are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use (IFU) in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.